Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii limb was implanted during the endovascular treatment of a 48mm abdominal aortic aneurysm. Moderate right and left iliac calcification was noted. The diameter at the right proximal iliac was noted as 8mm. It was reported 2 days post the index procedure while patient was an inpatient in rehab recovering from the index procedure, an acute ischemia was noted in the right leg. The patient underwent a thrombectomy and stenting of the right external iliac. A 23x14x103 eiis endurant bifurcated graft with a 16x10x124 for the left iliac and a 16x10x124 limb for the right iliac was implanted. Per the physician, the cause of the ischemia could not be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Product analysis conclusion: the reported acute right leg ischemia could not be assessed on the pre-implant films provided; however, patient anatomical considerations that were likely to have contributed to the events could be appreciated on the 3d mensio report received. Post-implant CT¿s were not available for review of the ischemic vessel and the stent graft in-vivo configuration could not be evaluated. It is likely that anatomical factors such as narrow distal aorta, small and calcified iliac vessels may have contributed to thrombus formation leading to ischemia of the right limb. Other possible contributors includes poor distal run off, an unknown coagulopathy that is now presenting or a previous history of pad. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.